Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with a tornier simpliciti shoulder implant on or about (B)(6) 2017. It is further alleged that the product does not possess a collar that sits on the cortical rim of the humeral resected surface causing the component to loosen and caused a periprosthetic cuff tear requiring a shoulder revision surgery.